Event description:
Home pt reports pt line of homechoice set was not priming completely. Home pt was able to prime line after she reset with new supplies. Per home pt, there was no pt injury or medical intervention as a result of incident.